Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer was instructed to load a cartridge to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.